Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00241: plate 1, 3025141-2020-00243: linkage screw.

Event description:
Patient experienced a fracture that was treated surgically with competitor's products. The fracture became infected and a secondary fracture formed in the old screw hole in radius. An acumed plate (long aculoc 2 vdr plate was implanted with an extension plate and the linkage screw. At 8 weeks post op, the patient came to the doctor as they felt the linkage screw fail when they lifted a small dog.

Manufacturer narrative:
H3: the returned acu-loc 2 vdr extension plate, long, left was visually examined under magnification. The extension plate was fractured at the right-side lip that interfaces with the proximal vdr plate. Under magnification the fracture surface's appearance was brittle indicating a fast fracture/single-overloading event. It can be determined that the link screw did not fail, but the extension plate failed. With the linkage almost directly over the fracture, likely movement occurred in that region and when the dog was lifted, the overloading event occurred to fracture the extension plate. Some striations were identified on the fracture surface, but it cannot be known for sure if these are from fatigue or just "ripping" during the failure event. Additional mdrs associated with this event: 3025141-2020-00241 follow up 1: plate 1, 3025141-2020-00243 follow up 1: link screw, 3025141-2020-00277: screw 1, 3025141-2020-00278: screw 2, 3025141-2020-00279: screw 3, 3025141-2020-00280: screw 4, 3025141-2020-00281: screw 5, 3025141-2020-00282: screw 6, 3025141-2020-00283: screw 7, 3025141-2020-00284: screw 8, 3025141-2020-00285: screw 9, 3025141-2020-00286: screw 10, 3025141-2020-00287: screw 11, and 3025141-2020-00288: screw 12.

Event description:
Patient experienced a fracture that was treated surgically with competitor's products. The fracture became infected and a secondary fracture formed in the old screw hole in radius. An acumed plate (long aculoc 2 vdr plate) was implanted with an extension plate and the linkage screw. At 8 weeks post op, the patient came to the doctor as they felt the linkage screw fail when they lifted a small dog. The plates and all screws were explanted.